Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A nurse calling from a medical physician office reported that the customer's pump alarmed for hardware low level failures. It was reported that the customer was in the hospital for a preoperative bypass surgery. During the preoperative the customer had a low blood glucose of 68 mg/dl and treated with apple juice and crackers. The customer then had a high blood glucose of 400 mg/dl. The customer had not been able to treat yet. Troubleshooting was declined for the low and high blood glucose. The pump error occurred during the self test. The self test was performed again and again alarmed for hardware low level failures. It was also reported that the customer had dropped the insulin pump and fell on it a few weeks ago on (B)(6) 2019. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin trace on keypad assembly. Device received with broken belt clip rails, scratched case, pillowing keypad overlay and minor scratched lcd window.